Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500 (mg/dl) range. Reportedly, the reason for the elevated bg levels were unknown. The contact stated that the customer changed supplies to resolve impacted bg levels; however, the issue was not resolved. The customer administered insulin injections to stabilize impacted bg levels.